Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the cannula of the infusion set was stuck inside the patient's body. The patient was taken to the hospital to have the cannula removed. The surgeon thought the cannula would come out naturally and put the patient on antibiotics. The patient was not admitted into the hospital. The infusion set was requested to be returned for product evaluation.